Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-jun-2025 by a physician via sales representative concerning a 43-year-old female patient. Additional information was received on 23-jun-2025 from another physician. The patient has fitzpatrick skin type 4. She had no known allergies. No information about medical history or concomitant medications has been provided. The patient had previously received treatment with unspecified fillers and botox for about 5 years by the reporting physician. On (B)(6) 2025, the patient received treatment with 0.3 ml of restylane lyft with lidocaine to nasal tip and right alar (unknown lot number, injection technique and needle type) by a physician at another office. The product's expiry date was reported as august 2025 by the injecting physician, however, no additional lot details were available. The restylane lyft with lidocaine was injected to nasal tip and right alar area (off label use of device). On the same day ((B)(6) 2025), the patient developed significant pain (implant site pain), purpling of skin/duskiness (implant site discolouration) and moderate to severe vascular occlusion (vascular occlusion) at the right nostril. The patient visited the hcp office twice and was instructed to apply ice to the area. Subsequently, she went to ER and told to consult plastic surgery office. On (B)(6) 2025, the patient was evaluated at a plastic surgery hospital, where visible vascular occlusion, duskiness and non-blanching tissue. The affected area was treated and flushed with 7 ml of hylenex [vorhyaluronidase alfa] (150 units/ml). The patient was also started on bactrim [sulfamethoxazole, trimethoprim] (dose reported as 180-160, most likely 800 mg/160 mg) twice a day starting (B)(6) 2025 for one week, and asa [acetylsalicylic acid] 325 mg beginning (B)(6) 2025. Additionally, the patient underwent hbo (hyperbaric oxygen therapy), 10 sessions in a medical facility and approximately 2 to 3 sessions at another unspecified place. The patient also received local wound care. The physician reported that the evaluation was ongoing. At the time of the follow-up report on 15-jul-2025, the treating physician reported that the patient was still recovering from the events. The patient appeared to have only a superficial injury to skin/wound (skin wound) on the envelope of the nose. There was no full thickness or cartilage involvement. The reporting physician assessed the causality to the treatment as possible. Outcome at the time of the report: vascular occlusion was recovering/resolving. Pain was recovering/resolving. Purling of skin/duskiness was recovering/resolving. Superficial injury to skin/wound was recovering/resolving. Restylane lyft with lidocaine was injected to nasal tip and right alar area was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 15-jul-2025 from the treating physician: event (skin wound) was added. Patient demographics, past treatments, outcome of events and corrective treatment details were updated. Fu received on 17-jul-2025 from the injecting physician: suspect device expiry date.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pain, discolouration at implant site and skin wound were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Restylane lyft with lidocaine was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 17-jun-2025 by a physician via sales representative concerning a 43-year-old female patient. Additional information was received on 23-jun-2025 from another physician. The patient has fitzpatrick skin type 4. She had no known allergies. No information about medical history or concomitant medications has been provided. The patient did not receive any treatment with similar products to the affected area previously. On (B)(6) 2025, the patient received treatment with 0.3 ml of restylane lyft with lidocaine to nasal tip and right alar (unknown lot number, injection technique and needle type) by a physician. The restylane lyft with lidocaine was injected to nasal tip and right alar area (off label use of device). On the same day on (B)(6) 2025), the patient developed significant pain (implant site pain), purpling of skin/duskiness (implant site discolouration) and moderate to severe vascular occlusion (vascular occlusion) at the right nostril. The patient visited the hcp office twice and was instructed to apply ice to the area. Subsequently, she went to ER and told to consult plastic surgery office. On (B)(6) 2025, the patient was evaluated at a plastic surgery hospital, where visible vascular occlusion, duskiness and non-blanching tissue. The affected area was treated and flushed with 7 ml of hylenex [vorhyaluronidase alfa] (150 units/ml). The patient was also started on bactrim [sulfamethoxazole, trimethoprim] 180-160 twice a day starting on (B)(6) 2025, and aspirin [acetylsalicylic acid] 325 mg beginning on (B)(6) 2025. Additionally, the patient underwent hbo (hyperbaric oxygen therapy). The physician reported that the evaluation was ongoing. The reporting physician assessed the causality to the treatment as possible. Outcome at the time of the report: vascular occlusion was not recovered/not resolved/ongoing. Pain was not recovered/not resolved/ongoing. Purpling of skin/duskiness was not recovered/not resolved/ongoing. Restylane lyft with lidocaine was injected to nasal tip and right alar area was recovered/resolved.